Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No noise was noted on the electrogram (egm). Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
It was noted the hospital kept the device. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) channel leading to pacing inhibition with asystole greater than two seconds. The cause of the noise was unknown. The rv lead also exhibited high threshold measurements due to possible exit block. It was noted that the battery on the pacemaker had decreased, as expected, due to increased threshold measurements. A revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker system was successfully implanted. No additional adverse patient effects were reported.